Event description:
Information received from the field does not address the patient's clinical status but notes a high current drain. Attempts to download the software and calibrate the measured data were unsuccessful.